Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer took the batteries out of the device overnight, trying to fix the issue which caused a battery out limit alarm that would not clear. The customer's blood glucose was 66 mg/dl. The customer was advised to discontinue the use of the device and to revert to a back-up plan. The customer is using manual injections as a back-up plane. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump received with high idle current and unexpected battery out limit due to open led tab driver on lcd board. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.